Event description:
Caller reported that pump malfunction occurred without any notable prior events. There was no adverse impact to customer's blood glucose level. Technical support provided instructions and assisted caller in resetting pump, which resolved the malfunction. Caller was advised to continue using pump and to call back if malfunction recurs.